Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt syncopal after experiencing a true arrhythmia which was appropriately treated with therapy. On the next day, the patient presented to the emergency room after receiving four inappropriate shocks for a ventricular tachycardia rhythm. Review of a merlin transmission revealed intermittent post-sensed t-wave oversensing. It was suspected the oversensing may be due to widening of one of the intervals. The patient was taking too much sotolol so the physician will adjust the patient medication. The patient condition was fine and the patient was discharged.